Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from an ak 96 machine during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was inspected on site by the facility technician. After a machine inspection, it was noted that an unspecified connector was damaged. No additional repair information was provided. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the connector failure was determined to be age and wear, and the component was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.